Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("anaemia"), psoriatic arthropathy ("autoimmune disease (psoriasis/ joint pain)"), infection ("infections"), nausea ("nausea"), fatigue ("permanent fatigue") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, iron deficiency anaemia, psoriatic arthropathy, infection, nausea, fatigue and depression was resolving. The reporter considered depression, fatigue, heavy menstrual bleeding, infection, iron deficiency anaemia, nausea and psoriatic arthropathy to be related to essure. The reporter commented: after removal of the implant in (B)(6) 2019, the side effects improved but persisted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-aug-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), iron deficiency anaemia ("anaemia"), psoriatic arthropathy ("autoimmune disease (psoriasis/ joint pain)"), infection ("infections"), nausea ("nausea"), fatigue ("permanent fatigue") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, iron deficiency anaemia, psoriatic arthropathy, infection, nausea, fatigue and depression was resolving. The reporter considered depression, fatigue, heavy menstrual bleeding, infection, iron deficiency anaemia, nausea and psoriatic arthropathy to be related to essure. The reporter commented: after removal of the implant in (B)(6) 2019, the side effects improved but persisted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.